Event description:
It was reported that a user experienced difficulty pairing a libre 3 plus sensor with an ilet system, resulting in a pairing failure that was resolved after guided troubleshooting and rescanning, which initiated a sensor warm-up period. Symptoms included no adverse effects and no reported blood glucose issues. Outcomes included successful initiation of the 60-minute warm-up and resumption of normal use without alerts or alarms, with user understanding confirmed. Investigation included remote troubleshooting and education on device pairing and app workflows. Investigation of this case revealed that the issue was attributable to pairing setup and connection steps, which were corrected by rescanning and reinitiating the warm-up sequence. It was concluded, based on previously established findings for similar reports, that user interaction and setup contributed to the event, with no device malfunction identified.